Manufacturer narrative:
The product has not been returned for evaluation for this reported event. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer received a message stating the cartridge cannot be used with multiple cartridges. The customer was not able to verify if an alarm was received. There was no impact to the customer's blood glucose level.